Manufacturer narrative:
Follow-up #1: date of submission 5/16/16 device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings: no defect was found. The black box shows no evidence of power interruptions. The battery compartment/cap are undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. -¿ez-prime¿ steps were performed correctly, no power interruption or any alarms occurred during the investigation, unable to duplicate ¿no power¿ complaint. The pump¿s cover was removed, no intermittent condition was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.